Manufacturer narrative:
Section e3, occupation is patient/consumer the meter was requested for investigation.

Event description:
We received an allegation of an issue with a coaguchek xs pst meter. It was alleged that a patient received a result on the meter instead of an error message when using expired test strips. The patient obtained a result of 1.0 inr on (B)(6) 2026 while using test strip lot number 80257722 with an expiration date of 28-feb-2026. The time and date were set correctly on the meter. The patient¿s therapeutic range was provided as "nearly 2.0 inr."